Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: primary infusion was backing up into secondary bag. 1 liter bag of fluid for primary was still filled to approximately the 500 ml mark. Secondary was very close to being empty but had not alarmed as completed. When notified pump was high on pole and primary bag fluid level was not 20 inches above the top of the pump and both bags were empty. Reviewed proper head height again with nurses. There was no delay in care or harm to patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one primary tubing (model 2420-0007) and one secondary tubing (model #ms3500-15) were returned by the customer. It was reported that the primary infusion was backing up into secondary bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0007 lot number 21125218 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 21113282 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: primary infusion was backing up into secondary bag. 1 liter bag of fluid for primary was still filled to approximately the 500 ml mark. Secondary was very close to being empty but had not alarmed as completed. When notified pump was high on pole and primary bag fluid level was not 20 inches above the top of the pump and both bags were empty. Reviewed proper head height again with nurses. There was no delay in care or harm to patient.